Manufacturer narrative:
Concomitant medical product: 3ml bd syringe 0.9% sodium chloride lot: 715012c exp: may 29, 2020. The customer¿s complaint of filter leaked was confirmed. The set was inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. Functional and pressure testing confirmed leaking from the engagement of the microbore tubing-to-outlet port of the filter. Dimensional analysis was performed and the tubing was within specification. The root cause of the leak was not identified.

Event description:
The customer reported that the patient's blanket was wet. The rn disconnected the tubing from the patient and noted fluid was leaking from the filter. There was no report of patient harm.